Manufacturer narrative:
Stanmore implants has completed a review of the patient's imaging which confirms healing of the patient's peri-prosthetic fracture of the distal femur. This healing has negated the need for any surgical intervention to treat the patient's peri-prosthetic fracture. The investigation is ongoing. A supplemental report will be submitted.

Event description:
(B)(4) stanmore implants recently became aware that the patient sustained a peri-prosthetic fracture on (B)(6) 2016 which was treated non-surgically. The patient was casted and immobilized. The peri-prosthetic fracture is healing and the patient is reported to currently be full weight bearing. Note that the patient has a history of a femoral diaphyseal fracture prior to the implant of the proximal femur jts in 2014.

Manufacturer narrative:
As per the 'ortho patient encounter' the 'history of present illness' outlined that the patient had incurred an injury due to a fall. During the fall the patients left knee buckled and the patient fell on outstretched hands. The bone fracture has not been attributed to the in-situ implant. This complaint is being closed and tracked and trended. Corrected data - operator of device corrected from physician to patient.

Event description:
Stanmore implants recently became aware that the patient sustained a peri-prosthetic fracture on (B)(6) 2016 which was treated non-surgically. The patient was casted and immobilized. The peri-prosthetic fracture is healing and the patient is reported to currently be full weight bearing. Note that the patient has a history of a femoral diaphyseal fracture prior to the implant of the proximal femur jts in 2014. This is a supplemental report to 3004105610-2016-00068 ((B)(4)).